Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
A patient reported blood glucose results of "4.5mmol/l" with lifescan meter and "7.1 mmol/l" on a laboratory device, performed within 21-30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.